Event description:
A caller reported receiving an alarm 01 related to their insulin therapy equipment. There was no adverse impact to the customer's blood glucose level as it did not exceed high readings. The caller observed discoloration in the tubing but did not verify any cracks in the original cartridge; however, they were able to load a new cartridge and successfully resume insulin delivery. A return authorization was initiated for the original cartridge.